Event description:
Information was received from a health care professional regarding a patient with an implanted neurostimulator (ins) for non-malignant pain. It was reported that an MRI was ordered of the low back due to low back pain and suspected malfunction of the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.